Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned to provide adequate coverage. Therapy was restored post-op.